Manufacturer narrative:
The customer's meter was returned for investigation. The investigation found segments missing from the display in the time/date field along with the set-up, am and pm icons. Failure analysis indicated that the meter had contamination / liquid residue throughout the printed circuit board causing the display failure. Due to the condition of the returned meter it has been concluded that the introduction of contamination into the meter did not originate from the manufacturing process, and has been determined to be a result of product mishandling.

Manufacturer narrative:
The customer¿s device was returned for investigation. Occupation is lay user/patient. The investigation is ongoing.

Event description:
The initial reporter stated they had an issue with the display for the accu-chek performa meter, which could affect the interpretation of the customer¿s results. The device has segments missing in the bottom half of the display in the results portion of the screen. No actual misinterpretation of a result occurred.